Event description:
The info provided to sjm indicated an 8f angio-seal evolution was deployed following a hart catheterization with percutaneous transluminal coronary angioplasty. Later that day while moving, the pt felt "pop" at the puncture site and experienced groin pain. Surgical repair of the right femoral artery with thrombectomy was performed. The intact angio-seal components were found to be 2 cm above the area and not intra-arterial. Deep vein thrombosis was then reported in the right femoral vein and thrombus within the greater saphenous system. Tissue plasminogen activator (tpa) thrombolysis was performed and a filter was placed in the inferior vena cava. Debidement was required for the right groin as well as placement of a wound v.a.c. Device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the info receive, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk and situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.